Manufacturer narrative:
The technician replaced the broken siderail center arm and the siderail will not rotate into the proper position and locks.

Event description:
Info received indicates the left head siderail is broken and will not lock into the up position.